Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion of magnesium. On (B)(6) 2026 at 0925 magnesium sulfate 50ml was to infuse at a rate of 33.3ml/hr; however, at approximately 1045 the "entire bag was found to be empty". This was a one-time order for magnesium replacement. No other medications were infusing at the time of the event. The magnesium was programmed manually using guardrails library. This did not occur at shift change. There was patient involvement and no harm.